Event description:
Customer reports having a retrograde cystogram when fluoro failed. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot system per technical manual 710273 and the generator service manual 710953 and could not duplicate the no fluoro or no digital spot problem. Fse verified proper operation for fluoro, digital spot and tube warm, per the service manuals. System returned to full service by the customer.